Event description:
The caller reported that the t:slim x2 pump battery was not charging despite attempting different troubleshooting methods, including switching wall adapters and charging cables, which did not resolve the issue. There was no adverse impact to the customer's blood glucose level. The customer was advised to continue using the pump for insulin delivery and switch to manual injections if the pump ceased functioning.